Event description:
It was reported that a patient underwent a laparoscopic hysterectomy procedure on an unknown date and absorbable hemostat was used. About 6-7 years ago, the surgeon placed the absorbable hemostat after laparoscopic hysterectomy in the r lower pelvis. The patient had persistent pain in the lower r side/vagina and thought it was a vaginal infection, but not better. Negative imaging, and then after about 6 months, they brought the patient back for exploratory laparoscopy and the sheet was in the same space. It was taken out and the pain resolved. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. H6. Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Please provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure? 2. What was the date of index surgical procedure? 3. What were the diagnosis and indication for the index surgical procedure? 4. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. 5. Was there any intraoperative concurrent use of other products? 6. What are the product code and lot number? 7. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? 8. Where was the surgicel used (on what tissue)? 9. How much surgicel was used during the procedure? 10. Was the surgicel product left in place? Was the excess removed? 11. What was the onset date of the symptoms following the index surgical procedure? 12. Were cultures performed? If yes, results? 13. What is physician¿s opinion as to the cause of this event? 14. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative event? 15. What is the patient¿s current status? 16. What is the users experience w/ surgicel powder and other hemostatic agents? This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Corrected information: b 1. Brand name. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: a 2. Patient age at the time of event, a 2. Age unit, a 4. Weight of the patient, a 4. Weight unit, b 7. Medical history/preexisting condition, h 6. Health effect - clinical code. Corrected information: h 6. Component code. H 6. Health effect - clinical code - vaginitis. Additional information was requested, and the following was obtained: as this case was several years ago, I no longer than many of this information. 1. Please provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure? About 45, f, about 200lbs, about 36. 2. What was the date of index surgical procedure? About 2015. 3. What were the diagnosis and indication for the index surgical procedure? I think menorrhagia. 4. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. Cannot recall. 5. Was there any intraoperative concurrent use of other products? No. 6. What are the product code and lot number? No idea. 7. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? There was some oozing. So mostly prophylactic. 8. Where was the surgicel used (on what tissue)? R vaginal cuff. 9. How much surgicel was used during the procedure? One sheet. 10. Was the surgicel product left in place? Was the excess removed? Left in place. Whole sheet was used. 11. What was the onset date of the symptoms following the index surgical procedure? A few weeks post-op. 12. Were cultures performed? If yes, results? Yes. Pt with some vaginitis initially and treated. But then still with symptoms. 13. What is physician¿s opinion as to the cause of this event? Surgicel. At 6 month repeat laparoscopy, was still mostly present and had not dissolved much. 14. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative event? Unaware. 15. What is the patient¿s current status? Not sure - lost to follow-up. But at post-op from second surgery, pain had resolved. 16. What is the users experience w/ surgicel powder and other hemostatic agents? Have used many times without issue. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.